Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and stimulation in the wrong location. The stimulation was in her shoulder instead of her neck where it should be. Her symptoms started following a fall on saturday. A doctor took an x-ray and it indicated that the lead may have moved. The patient was at home. Further information is being requested from the hcp.